Event description:
It was reported that the absolute pro 8x100 mm was unable to be deployed in the mid iliac lesion. No problem was noticed with the deployment mechanism. Another unknown stent was used for the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects observed. No additional information was provided. The returned device analysis revealed tears in the outer member.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the deployment difficulty was confirmed. Additionally there were multiple tears on the outer member sporadically, proximal to the distal sheath for a length of 3.7cm. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.